Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. Additionally, it is noted in the medical record of discharge summary rec'd that the patient stated "he has numerous cats in his home who play with the tubing of his peritoneal dialysis catheter and sometimes are near the insertion site of the pd catheter in his abdomen". The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient reported that during his continuous cycling peritoneal dialysis (ccpd) treatment "the cycler wouldn't let him use a double extension" and he had to "use a 10 foot extension" which "put the tubing in harms way and his cat chewed the line and compromised it". The patient developed abdominal pain, nausea, vomiting, and diarrhea and was admitted to the hospital on (B)(6) 2014. The hospital medical record showed diagnosis of "spontaneous bacterial peritonitis" with "pasteurella multocida organism. He was treated with antibiotics and discharged to home on (B)(6) 2014, where he is continuing on ccpd. The sample was discarded.